Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for the missing trunk cable could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.